Event description:
It was reported that the customer received an incomplete cartridge change alert, the customer has memory issues and did not complete the pump's request. Resulting in an elevated blood glucose level of 505 mg/dL. A correction injection (MDI) was delivered to address the elevated BG level, and there was no need for third-party assistance. Tandem technical support educated the customer on the meaning of an incomplete cartridge change alert.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.